Event description:
It was reported that a physician, not trained in the use of the starclose se device by an abbott vascular representative, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after starclose se vessel closure with the clip, the device was removed; however, bleeding continued from the common femoral artery, heavier than normal after a 5f introducer. Hemostasis was achieved using manual compression. The pt was taken to the ward; however, several hours later, the pt presented with pain in the leg and the leg was cold. A CT scan was performed and found an occlusion of the common femoral artery at the arteriotomy site. The pt was taken to surgery and the starclose se clip was found to have captured the back wall of the vessel resulting in vessel damage, forming a "lip" which occluded the vessel. A thrombus was found in the vessel that formed above the "lip". Pt's outcome after surgery was with good results. The customer did allege that the device issue caused or contributed to a delay in or prolonged treatment which resulted in a serious injury to the pt. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4) (physician not trained by an abbott vascular representative).